Event description:
Information was later received that indicated the lead had fractured causing the inappropriate detection of arrhythmias. No adverse patient effects were reported.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited noise which led to a burst of anti-tachycardia pacing (atp). The atp induced ventricular tachycardia (vt) which fell into the ventricular fibrillation (vf) zone. The patient received a shock which converted the vt. Review of the daily measurements noted two occurrences of pacing impedance measurements less than 200 ohms. The patient was admitted and the system was deactivated until a lead replacement procedure can be performed. No adverse patient effects were reported.

Event description:
Information was later received that this lead was surgically abandoned and replaced with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.